Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the insulation. Functional testing found that the blue insulation of the device appears to have been pulled back. The clear insulation underneath is exposed. The most likely root cause is user manipulating the insulation in order to expose more of the electrode. It was reported that the insulation and electrode was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vsmp10, smoke pencil with edge electrode 10 ft (lot#2403053x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the smoke management pencil with edge had an intermittent activation. Despite switching to a new protected insulated diathermy tip, it was not functioning. The device was changed to a new smoke management pencil with edge blade electrode with protected tip. It was also found out that a white piece was observed to broken off from the protected insulated diathermy tip by surgeon in the operating field. The broken piece was successfully retrieved and the insulated tip was subsequently swapped with another one. Towards the end of the procedure, the faulty smoke pencil and insulated tip were checked, and it was found out that blue piece from the protective tip was missing. The surgeon was informed, and confirmed that the would was washed and nothing was left inside. There was no patient injury.